Event description:
This is the first of two reports involving the excel 23khz standard tip (same pt, lot number, and facility but different product problems). During liver surgery, the customer used an excel 23khz handpiece (c2600) with an excel 23khz standard tip (c4601s). Product problem was described as the cusa excel main switch was turned off and then turned on. The test button was pushed but the tip only showed a ten percent amplitude. The panel showed the tip alarm. The problem happened during the beginning of surgery. The product problem caused a thirty min delay in surgery. There was no pt injury. This tip was changed to a second tip.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.